Manufacturer narrative:
Investigation ¿ evaluation: the universa soft ureteral stent set was not returned for evaluation and no photographs were provided. Without the complaint device, a physical investigation was not able to be completed. The investigation included a review of documentation, the instructions for use, and quality control data. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record could not be performed as the lot number of the device was not provided. A review of complaint history for this product lot was also not able to be performed without the complaint device lot number. Based on the provided information, no product returned, and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported during an antegrade placement of a ureteral stent, the surgeon used the universa firm ureteral stent set. When the surgeon removed the tether, the pigtail was split. A new universa stent was opened and used to complete the procedure. As reported, this occurred in consecutive cases. There was no part of the device left inside the patient¿s body. No additional procedures were required due to this occurrence. There were no adverse effects or consequences to the patient. Manufacturer report #¿s 1820334-2017-03616 (first case) and 1820334-2017-03617 (second case) have been submitted to capture the consecutive cases in which the pigtail was split when the tether was removed. The surgeon expressed that he intensely dislikes the braided tethers that come with the universa stents and would prefer they come with the monofilament tethers that are sold in the united states.